Event description:
Procedure type: lap chole. According to the reporter: during sterilization of the device after use in surgery, confirmed the tip of the device was broken and the broken piece was missing. Checked the surgical video, confirmed the part had been broken at the time of surgery. The broken part has not been found. No patient injury was reported. The patient is in good condition.